Event description:
It was reported that pump displayed malfunction code and fault ID but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, chose to load new cartridge later without assistance, did not experience recurring malfunction, and was advised to continue using pump and call back if issue returned.